Event description:
A patient (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The patient was injected with 1.0 ml of coaptite on (B)(6) 2010. The patient reported a urinary tract infection on (B)(6) 2010 which was confirmed during urinalysis testing. The patient was treated with a ten day course of antibiotics. The physician assessed the event as mild in severity and not device related.

Manufacturer narrative:
At the time of this report, the symptoms had resolved. A review of the device history records indicate the reported lot #1018439 met all specifications prior to release and no abnormalities were noted.